Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-018: user has high glucose value. Note: manufacturer contacted customer in a follow-up call on 25-jul-2024 to ensure the customer's condition had improved and that the replacement products resolved the initial concern - able to establish contact with customer who stated her condition had improved and she did not currently have any diabetic symptoms. No medical intervention since the last call was reported. Customer stated that she has not yet used the replacement products and that she is finishing up the last of her test strips. Customer stated that she uses her continuous glucose monitor and only tests once per week with the true metrix. Customer stated she will call the manufacturer when she is ready to setup the replacement product.

Event description:
Consumer initially reported complaint for error message (e-5). Customer stated that her continuous glucose monitor is showing that her blood glucose is over 400 mg/dl and she is trying to check her glucose with the true metrix meter. During the call, a blood test was performed by the customer and produced test result of hi using true metrix meter. The customer¿s expected blood glucose test result range was not provided. The customer reported having a headache; medical attention was not needed at the time of the call. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 07/31/2025 and test strips were opened one month ago. The meter memory was not reviewed for previous test result history.